Event description:
It was reported that the physician noticed that the left heart border was not moving. The anesthesiologist confirmed that the patient's blood pressure had dropped. Ice confirmed a pericardial effusion. A tamponade followed the effusion and a pericardiocentesis was performed. The patient was transferred to ccu for observation. The physician's opinion regarding the causality of the event was that it probably happened during the transseptal puncture and patient had a very thick septum.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). Coolflow pump model # m-5491-02, serial # (B)(4). Lasso variable model # unknown, lot # unknown (disposed of). Manufacturer ref # (B)(4).